Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿bad image¿ was confirmed. The device evaluation found the bad, blurry image issue was due to bad cable. Additionally, the device had failed the leak test from the cable unit. Switch number 3 was not working at times, and rear cover was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a bad image problem. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the reported phenomenon was not reproduced. It was determined, however, that the image was blurry due to faulty cable, and water-tightness test failed in the cable. Therefore, a probable root cause for an image was not temporarily displayed was because water temporarily entered inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.